Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure for atrioventricular nodal reentrant tachycardia/wolff-parkinson-white (avrt/wpw) with a webster¿ electrophysiology catheter wherein the catheter formed a knot. Right ventricle (rv) catheter got entangled during catheter placement. The physician used a deflectable sheath to maneuver and untangle the rv catheter. There was no patient consequence and the procedure continued normally. Device evaluation details: on (B)(6)2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The device was visually inspected and catheter was observed kinked and manipulated. Then, curve profile test was performed and it was found within specification. A manufacturing record evaluation (mre) was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed, per evidence provided by the customer. The catheter passed curve specifications. The root cause of kink was that the catheter became entangled. The root cause of catheter got entangled could be related to an incorrect manipulation during the procedure. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. Additionally, the customer had also provided a photo of the reported issue to aid in the investigation. According to fluoro picture provided by customer, catheter was observed knotted. This condition may have been related by the handling of the device during the procedure, however, this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30263169m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrioventricular nodal reentrant tachycardia/wolff-parkinson-white (avrt/wpw) with a webster¿ electrophysiology catheter wherein the catheter formed a knot. Right ventricle (rv) catheter got entangled during catheter placement. The physician used a deflectable sheath to maneuver and untangle the rv catheter. There was no patient consequence and the procedure continued normally. Additional information received indicated there were no exposed internal components, sharp or lifted rings. No component detachment occurred. There was no resistance or difficulty during insertion or removal of the catheter before and after entanglement. No report of extended hospitalization.